Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00635. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils 400 (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician encountered resistance after advancing a pc400 25 cm into the px slim; consequently, the pc400 became stuck in the px slim. The physician therefore, removed the px slim with the pc400 inside, and completed the procedure using a new pc400 and a new px slim. There was no report of an adverse effect to the patient.